Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging defective wdrpu; wlrtpu; red light/alarming occurred on a trilogy evo. The device was not in use on a patient at the time of the occurrence. The device was returned to a third-party service center for evaluation. Attempts are being made to gather additional information regarding the defective components/malfunction. If any additional information is received, a follow-up report will be filed. New information: additional information was received from the third-party service center confirming the trilogy evo ventilator codes refer to a defective internal battery. In conclusion the internal battery was replaced to resolve the issue. The root cause was confirmed. Additionally, the muffler assembly, in-line filter and particulate filter were replaced as a part of maintenance. The device was repaired and returned to the customer.

Event description:
The manufacturer received information alleging defective wdrpu; wlrtpu; red light/alarming occurred on a trilogy evo. The device was not in use on a patient at the time of the occurrence. The device was returned to a third-party service center for evaluation. Attempts are being made to gather additional information regarding the defective components/malfunction. If any additional information is received, a follow-up report will be filed.